Event description:
It was reported that a pt underwent an open umbilical hernia repair procedure on an unk date and mesh was used. The pt experienced a recurrent hernia and had a laparoscopic reoperation on (B)(6) 2010. The initial mesh was incorporated, so it remains in place. No add'l info was provided.

Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.